Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Customer was instructed to load a new cartridge to resolve issue. Customer declined further assistance from technical support.